Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/(B)(6). The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: left bundle branch pacing of his-purkinje conduction system: initial experience. Arquivos brasileiros de cardiologia. 2022; 118(2):505-516. Doi: https://doi.org/10.36660/abc.20201085. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding left bundle branch pacing of his-purkinje conduction system. The article reports one patient who presented with a parotid abscess, bacteremia and positive blood cultures two weeks post implant. The patient chose not to remove the electrodes and the implantable pulse generator (ipg). They were treated with a continuous use of antibiotics. After seven months of oral medication, the patient presented with signs of infection. The ipg and leads were removed, and a new pacemaker implant occurred after the infection was controlled. There was also a lead implant attempt where the sheath was difficult to handle and prevented mapping of the his axis. After several attempts, two sheaths fractured which prolonged the procedure. A different location was used for the implant. One other patient presented approximately 30 days post implant and a thoracic x-ray confirmed a dislodgment of the lead. A lead revision was performed. The status/disposition of the leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.